Event description:
The patient contact animas on (B)(6) 2012 alleging that she was experiencing low blood glucose (bg) of 69 mg/dl with hypoglycemic symptoms of dizziness, shakiness and confusion at the time of the call. The patient confirmed she was disconnected from the pump at the time of the call. Animas customer support advised the patient to sit down immediately and drink juice with sugar, which the patient confirmed she was doing. The patient's bg elevated to 85 mg/dl with resolution of hypoglycemic symptoms by the completion of the call. The patient stated that she had recently begun to use u-500 insulin in the pump and was calling to obtain assistance from customer support to adjust the basal rate in the pump for the u-500 insulin. The patient stated she needed to lower the basal rate because she had been having low bg. Customer support advised the patient to discontinue the use of u-500 insulin because it is not approved for use in the insulin pump. The patient's basal rate was noted to be set to 2.875 units per hour, which is correct for use of normal u-100 insulin. The patient was advised by customer support to carefully monitor her bg as u-500 insulin is much more powerful than normal u-100 insulin. The patient confirmed that she will contact her health care provider (hcp) regarding changing her basal rates and stated she would not use u-500 insulin in the pump until she speaks with her hcp.

Manufacturer narrative:
This complaint is being reported because the patient experienced a blood glucose excursion while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.